Manufacturer narrative:
(B)(4). Device history was conducted and it passed qa inspection. Visual inspection was conducted on the returned sample. No obvious contamination, sign of damage, degradation or design abnormality was observed. All the components appeared to be intact and in good condition. No burst balloon was observed. Since the balloon was not burst, the balloon was then inflated using colored water to identify the leak point. As the red colored water was inserted into the inflation channel of balloon, the colored water was seen slowly seeping out from the drainage lumen. The balloon was then cut to identify the leak point. Close examination (x50 magnification) on the clipping area revealed a small tear. It appeared quite likely that the torn causing the balloon not able to be inflated and thus leakage at the drainage lumen. Further investigation was conducted on the production lot. Two ids (11373841 and 10083794) were randomly select to observe the leak defect. However, the failure was not able to replicate, which and suggested the tear may not have happened during manufacturing. Other remarks: in our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will again be subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation, tear near the clipping area may be due to various reasons such as improper product handling or product being subjected to high force that weakened the clipping lumen and caused it to tear. However, we could not associate the nature of the failure with being manufacturing related. Therefore, we could not confirm this complaint as mentioned above.

Event description:
Alleged event: according to the doctor the balloon was filled at the correct amount and still exploded. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: according to the doctor the balloon was filled at the correct amount and still exploded. The patient's condition was reported as fine.